Event description:
The image had a shadow on the monitor and there was no image on the monitor during xray. Also, the collimator and power need to be checked for the ccd camera.

Manufacturer narrative:
(B)(4). The ge service rep adjusted the collimator. The system operates as intended.